Event description:
Caller reported blood glucose results of 547 mg/dl and 113 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The customer reported that the device resets when charge button is pressed during opcheck.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.